Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the emergency room due to shortness of breath and chest pain. It was noted the device had bee implanted for a few days and the patient had rates in the 40 beat per minute range. Upon interrogation it was found the right ventricular (rv) lead thresholds were at 2.9 volts and output was programmed at 3.5. Boston scientific technical services (ts) advised to reprogram outputs for appropriate safety margins. It was further noted the rv lead had micro dislodged and was successfully repositioned during a lead revision procedure. No additional adverse patient effects were reported.